Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2013, uretex up urethral support system, catalog#: 485013, lot#: sje00362. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received alleged complications post device implantation that include pain, infection, urinary problems, bleeding, dyspareunia, and foreign body. Mesh revision surgery (B)(6) 2011, underwent excision of vaginal mesh graft foreign body, cystourethroscopy, for vaginal mesh graft foreign body exposure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a suburethral sling revision (uretex), cystourethroscopy, examination under anesthesia for recurrent stress urinary incontinence ¿ two prior midureteral slings under general anesthesia. Complications post implant attributed to the device include pain, infection, urinary problems, and bleeding. In (B)(6) 2011 the patient presented with dyspareunia, foreign body, vulva/vagina ¿ excision of the exposed sling with coverage of the defect with vaginal mucosa and possible intraoperative cystoscopy. Cipro 400 mg was prescribed. The patient underwent a mesh revision (uretex, tvt-s <(>&<)> advantage) surgery in (B)(6) 2011 for excision of vaginal mesh graft foreign body, cystourethroscopy, for vaginal mesh graft foreign body exposure. Following mesh revision surgery, she did not develop serious complications and did not undergo any additional surgery. However, per the last available medical record, she reported in (B)(6) 2011 doing great. No recurrence of incontinence or overactive bladder symptoms. Voiding without difficulty. The indication for implantation of transvaginal mesh in this patient is recurrent stress urinary incontinence. Boston scientific advantage fit system implant date (B)(6) 2008 gynecare pubo vag sling with tvt implant date (B)(6) 2008.